Event description:
It was reported that, after approximately one month of implant time, the doctor x-rayed the system. It was confirmed that the electrode had dislodged. A procedure was done to reposition the electrode. The system remains implanted. There were no known additional adverse patient effects.